Event description:
Olympus (omsc) was informed that the customer gastrointestinal videoscope was returned for service/repair for a reported, ¿during cleaning, the cleaning brush (bw-20t) does not pass at all near the break stopper of the operation part. There is no abnormality in the appearance and water leakage detection. There was no problem with the air / water supply and suction functions.¿ however, upon inspecting and testing, foreign matter was identified as coming out from the channel. Additionally, the adhesive at the distal end bending section cover is chipped and missing. This report is being submitted to capture the foreign matter that exited the channel and chipped/missing adhesive. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The service inspection found foreign material coming out from the channel. Additionally, the adhesive at the distal end bending section cover is chipped and missing. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that although the brush was not able to be passed through because of the foreign material, suction was possible because it was a tube. Although where the foreign material came from was not able to be specified, it was presumed that it was not a component of the endoscope. The foreign material might have been a component of an endotherapy device. It is recommended that the user inspect the device prior to use and on a regular basis continuously it is also recommended that the user facility review handling of the device. Olympus will continue to monitor field performance for this device.